Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event logs 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Data analysis is consistent with a failed insertion of the sensor tail. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "circulatory collapse, unable to breathe, cold sweat with beads of perspiration on the forehead, on the verge of fainting". The customer was unable to self-treat and was brought in a hospital where they received an unspecified infusion medication for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "circulatory collapse, unable to breathe, cold sweat with beads of perspiration on the forehead, on the verge of fainting". The customer was unable to self-treat and was brought in a hospital where they received an unspecified infusion medication for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.